Event description:
It was reported that the device stored non sustained oversensing episodes that showed inhibition of pacing due to myopotential oversensing. Recommended programming changes were made. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.